Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿during testing there was a motor issue¿ was verified through visual inspection. Probable cause was tampering to motor assembly. Disassembled and reassembled drive train and motor assembly to resolve the reported issue. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing there was a motor issue¿; during device evaluation the complaint was confirmed due to tampering to motor assembly. There was no patient involvement or harm.